Manufacturer narrative:
Evaluation summary : it was caused due to the rubber seal and the o-ring on the suction valve worn out. This device is classified as import for export, therefore 510k is not applicable. Model of-b65 is available in the USA with a 510k number k023401. This report is being filed as part of the pentax backlog management plan.

Event description:
Valve sometimes stay fixed in spite of the usage of silicon oil. This event occurred at the time of during use. There was no report of patient harm.